Event description:
Treatment of a small aneurysm measuring approximately 7mm x 8mm located in the ophthalmic segment of the right ica (internal carotid artery). Dual anti-platelet therapy was given to the patient. The anatomy of the patient was very tortuous. On (B)(6) 2014, the patient underwent pipeline (4.50mm x 20mm) embolization treatment. During the procedure, it was reported that a large amount of resistance was experienced as the pipeline was advanced through the more tortuous segment. Once the pipeline reached the aneurysm, the physician attempted to deploy it, but it did not open despite several rotations and it was decided to remove the entire system (pipeline and catheter). Upon pulling the system inside the guide catheter for removal, the pipeline opened inside the guide catheter and they were all removed from the patient. A second pipeline (4.50mm x 20mm) and another marksman microcatheter were advanced to the aneurysm and the physician started to deploy the pipeline; however, it would not open. The physician decided to rotate the push wire clockwise and it broke after 3 rotations. The decided to remove the entire system (pipeline and marksman) by pulling it back inside the envoy catheter. All broken segments were removed from the patient. Same event as MDR# 2029214-2014-00178 no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, push wire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braid were found damaged and may have contributed to the reported issue. (B)(4).